Event description:
It was reported that, during preparation for a percutaneous nephrolithotripsy procedure, black spots were noted on the fiber. The fiber had been used normally fewer than ten times. The procedure was completed using another fiber. There were no patient complications. Analysis of the returned fiber identified a connector fracture.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual inspection of the fiber noted it was returned in one piece; no defects were seen on the fiber body. Upon microscopic inspection, it was determined that the fiber tip was degraded; degradation of a fiber is expected with use. Distorted light was observed exiting the connector face, indicating an internal connector fracture. The aiming beam was dim and round and the console indicated the fiber had been used seven times. Analysis did not confirm the presence of black spots on the tip of the fiber as observed clinically but did confirm a connector fracture. The clinical observation may have been due to interpretation of the distorted light exiting the fiber due to the connector fracture as black spots. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.